Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): d8, h2, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and image error message e218. A review of the device history record - DHR was conducted, and no issues were identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: breakage of circuit boards in the video connector. Olympus will continue to monitor the field performance of this device

Event description:
No additional information received from the customer.

Event description:
It was reported; the flex video scope image did not appear. The event was found during installation. No patient involved.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.